Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, noise and clavicle crush. The right ventricular (rv) lead exhibited noise and clavicle crush. The ra and rv lead were explanted. No patient complications have been reported as a result of this event.